Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified left common femoral artery using a proglide device after a percutaneous coronary interventional procedure. Reportedly, after lowering the lever to close the foot, there was difficulty harvesting the suture as the suture did not seem to come off from the proglide. The blue suture rail was able to be pulled out of the device; however, the knot was not able to be advanced using the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that technique or gripping of the suture to harvest them from the guide tube contributed to the difficult experienced. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation was updated from yes to no.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported ¿there was difficulty harvesting the suture as the suture did not seem to come off from the proglide¿. Was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The reported ¿there was difficulty harvesting the suture as the suture did not seem to come off from the proglide¿ appears to be related to an interaction with the patient anatomy or friable femoral vessel. The suture subsequently remained in the suture bearing as the suture was pulled from the friable tissue and did not have the tension required from a proper vessel capture to pull the suture out of the suture bearing during device removal from the anatomy post deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9: device available for evaluation updated to yes. Correction h6: medical device problem code 2524 removed. Correction h6: component code 4755 removed. Correction h6: type of investigation code 4114 removed. Correction h6: investigation findings code 3221 removed. Correction h6: investigation conclusions code 4315 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the suture was stuck to the proglide device despite pulling the blue suture rail. The knot was not able to be advanced towards the arterial puncture site as the whole suture came out with the device and remained in the suture bearing. No additional information was provided.